Manufacturer narrative:
Result of investigation: the reported complaint was confirmed, hybrid board components have an internal failure that may have been caused by a power supply electrical short, producing high current and damaging hybrid board circuitry. This is also the cause of vent not powering on, confirming the additional problem: ¿unit will not turn on¿. Regarding the additional complaint ¿cannot retrieve usage hours¿, based on the event trace, which was successfully retrieved from main pcb, usage hours is an attainable due to the damage caused by the hybrid board. Root cause of hybrid board failure is unable to be determined due to the severity of damage where multiple components were found to be charred and lifted from the circuit board.

Manufacturer narrative:
Vyaire file identification: (B)(4). H3:02- the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the revel ventilator had a smoke coming from the battery compartment. Furthermore the customer confirmed the said issue occurred during training event.